Event description:
Stapler would not fire or would fire after the handle of the stapler was squeezed a couple of times. The stapler just would not fire consistently. Manufacturer response for endoscopic rotating multiple clip applier, (brand not provided) (per site reporter): unknown.